Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-04321. The pt received his scs system on (B)(6) 2011. It was reported that one of the pt's two leads (each lead has a separate lot number) had poked through the skin. The physician replaced the lead on (B)(6) 2011. F/u found that the pt went to the emergency room on (B)(6) 2011 due to swelling at the anchor site. The implanting physician did not believe there was infection, and the swelling had decreased. The physician started the pt on a two week prophylactic course of oral antibiotic therapy.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.